Manufacturer narrative:
Lot number m110709aad; date of MFR 3/28/08. Products from multiple mfrs were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to spec which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the surgeon implanted rhbmp-2/acs bilaterally in the sinus cavity of the pt during a sinus lift procedure. After the procedure, the pt developed facial edema requiring hospitalization. A surgical revision was performed for drainage, and the pt remained hospitalized for 14 days. The pt fully recovered.